Event description:
The customer reported the device had a broken display and the display goes white. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the device had a broken display and the display goes white. There was no reported pt involvement. Philips bench evaluated the device and confirmed the reported problem. The display assembly was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. We will consider this a malfunction of the display that caused the screen to go white and not be able to provide therapy.